Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device for this complaint was not returned and product evaluation could not be performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the customer failed to press the black middle pairing button in time. The device was reported to have paired at a later date without issue. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported they tried to pair the foot pedal over three times. The olympus representative advised the customer to try a known working foot switch to troubleshoot the issue, however, the customer did not have one available. It was not known if the issue was with the foot switch or the tfl-pls and tac recommended sending the device in for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system foot switch was not pairing and an error code e139 was displayed. There were no reports of patient harm.